Event description:
It was reported the patient was experiencing device pocket stimulation as the ventricular capture management adjusted the outputs. Ventricular capture management was programmed to monitor only. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.